Manufacturer narrative:
Dates of death and event: dates estimated. The additional adverse patient effects referenced will be filed under a separate medwatch report #. The additional devices referenced will be filed under separate medwatch report numbers. There was no reported device malfunction and the product was not returned. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article title: post market clinical follow-up evaluation report polymer guide wires.

Event description:
It was reported through a research article identifying whisper, pilot, and progress guide wires that may be related to the following: patient death, myocardial infarction, perforation, dissection, occlusion, allergic reaction, bleeding, vasoconstriction, hypotension, hypertension, infection, revascularization, and rehospitalization. This article summarizes clinical outcomes of 950 patients that were treated with whisper, pilot, and progress guide wires. Specific patient information is documented as unknown. Details are listed in the article, titled "post market clinical follow-up evaluation report polymer guide wires."